Event description:
It was reported that the user experienced a prolonged low blood glucose episode overnight with a nadir of 43 mg/dl lasting approximately 50 minutes and noted premeal bolus announcements about 20 minutes before eating, after which glucose tended to drop before meals. Investigation included customer interview and review of reported use and glucose response. Further investigation of this case revealed the cause of hypoglycemia was unclear. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose in the form of hard candy with return to target range and no further medical care. Troubleshooting and education were provided, including guidance to discuss premeal timing with the healthcare provider and a recommendation not to announce more than 15 minutes before meals. It was concluded that, based on previously established findings for similar reports, no device malfunction was identified, and the event was consistent with use-related factors such as meal announcement timing and insulin-on-board dynamics. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.